Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface central processing unit and then have a service engineer download the software. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event.